Manufacturer narrative:
Complaint confirmed, the device was found to be damaged, worn and torn. Review of the x-ray provided suggest a likely cause of the damage observed is the misalignment of the humeral head. A likely cause of the metal clacking is the worn and thinned poly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that in (B)(6) 2016 the initial eclipse surgery was performed on a male patient. The arthrex humeral head - ar-9349-18 and the arthrex glenoid inlay ar-9121-02 were implanted. The surgeon requested the patient to be checked after 3 years. The doctor determined that the pe inlay was abnormal. In addition, the patient also heard metallic clacking. The surgeon therefore decided on a revision surgery. The inlay and the head were removed and replaced by new devices. The laxity was good. The revision surgery was successfully completed. According to the surgeon, the male patient is athletic and regularly goes to the gym. Nevertheless, he is not excessively active. In addition the humeral head was not the issue but since it was also removed the customer wants to send the device in.